Event description:
It was reported that during a tem (transanal endoscopic microsurgery) procedure, there were misformed staples. Sutured by hand. No further information is available. No reported patient consequences.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.